Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bronchial cuff failed the leak test. When the cuff was deflated, the tracheal cuff was also deflated. When the cuff was inflated (in the bronchial cuff) at full capacity, the air was distributed into the tracheal cuff. Both cuffs had different inflation sites and should be independent. There was no patient injury.